Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac) the customer indicated they had one system that was not working and they were unsure if the issue occurred with multiple scopes. Only the endoscopic image was affected so the issue was not related to the monitor. The customer was unsure if the issue was related to 190 series scopes or older 180 series scopes. Tac instructed the customer to disconnect and reconnect the communication cables and retest the system. Tac noted the cables, light source and video processor could also be exchanged to determine where the issue was. The customer later reported the issue was resolved, but they were unsure what the issue was. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the screen of the evis exera iii video system center was flipping and oscillating. There were no reports of patient harm.